Event description:
It was reported that the handheld device would freeze on the parameters screen that appears after device interrogation. Troubleshooting such as performing a soft reset of the handheld, using different wands, and ensuring that the handheld was not plugged in during use and the issue did not resolve. The product was returned to the manufacturer however, product analysis has not been completed.